Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the needleknife was advanced down the scope and positioned at the common bile duct. When the needle was extended from the sheath, it was noticed that the needle was bent. The needle was retracted back into the sheath and the entire device was removed from the patient. The complainant reported no visible damage to the sheath of the device or to the packaging. The procedure was completed with another rx needleknife sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the needleknife was advanced down the scope and positioned at the common bile duct. When the needle was extended from the sheath, it was noticed that the needle was bent. The needle was retracted back into the sheath and the entire device was removed from the patient. The complainant reported no visible damage to the sheath of the device or to the packaging. The procedure was completed with another rx needleknife sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length was twisted. A functional evaluation found that the needle extended out of the catheter when activated with the handle, but the extended needle was found to be bent. The needle extension was measured and meets the manufacturing specification. The condition of the returned unit was consistent with the complaint incident that the needle was bent. However, during manufacturing, the devices are 100% inspected for wire (needle) integrity and extension. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.